Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the cannula damage occurred during manufacturing or as a result of customer handling. However, the exact root cause could not be determined.

Event description:
Procedure performed: (B)(6). Event description: [translation] on 18.1.24 we had a gall bladder removal by endoscopic surgery using the instrument port kii sleeve ref cts22. During the closing phase, the surgeon noticed a piece of the port that had come off the wound with his finger, so there was no foreign body left in the patient. The piece was missing from the mouth of the surgical port sleeve. The broken port is intact and the packages of the ports used in the operation are lot 1496349 and lot 1498812. Additional information received from applied medical representative via complaint form on 29jan24: the operation went without problems, the ports worked well. During the closure phase, the surgeon felt with his finger a loose piece of plastic that had come loose from the gate. The operation had already been performed. The surgeon removed a piece of plastic from the wound. A piece of plastic was brought out whole. They also used another kii fios first entry 12 x 100mm trocar.(ctf73) they can't say which one trocar it was, from where the piece of plastic had come off. The second port lot is 1498812. Trocars were similar. Additional information received from applied medical representative via email on 29jan24: the piece was from the upper part of the cannula that attaches the seal to the port. It is considered a clean break. The trocar rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. Intervention: the surgeon removed a piece of plastic from the wound. Patient status: patient is doing well. He/she was not harmed in the situation.